Event description:
It was reported that the lead was suspected of a fracture. Large fluctuations in impedance were noted during follow-up. The lead was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments and analysis found no anomalies. However, the defibrillator conductor was distorted. The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking and was breached cut. The outer insulation was torn and had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. Visual analysis noted apparent explant damage and that the helix appeared slightly bent but there was no testing possible since it was returned in segments.